Manufacturer narrative:
Analysis was normal. No anomalies were observed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
Related manufacturer reference number: 2017865-2024-70502, related manufacturer reference number: 2017865-2024-70503, related manufacturer reference number: 2017865-2024-70504. It was reported that the patient was brought to the clinic for a complete system extraction. The patient's device was completely outside of the body. Yellow pus was noted. The system was extracted successfully. The patient tolerated the procedure. A temporary lead was implanted in the right ventricle. The patient was stable before, during and after the procedure.